Event description:
A dialysis clinic rptd that a machine removed fluid 100 quickly from the pt (3.5 kg in 1 hr 20 min. Instead of 3 hr. 15 min.) The pt vomited and became hypotensive and after receiving saline was taken to the emergency room for evaluation. The pt was rptd to have "come in sick" prior to treatment. The clinic technician examined the machine and found a leaking valve which was replaced. After the valve was replaced the machine functioned normally.

Manufacturer narrative:
MFR evaluated component and stress cracks were noted which could cause leakage.